Manufacturer narrative:
Product ID: 3093-28, lot# v926904, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient was scheduled for a CT scan of the abdomen and pelvic area as it was determined they were still retaining stool. The patient had also been hurting in their right abdomen and was experiencing bloating. It was stated the patient's symptoms were checked two weeks previous and the patient received antibiotics, considering the possibility the patient developed diverticulitis. It was added the patient went to the bathroom every day. Additional information has been requested, a follow up report will be sent if additional information is received.